Event description:
An initial report of the potential for hospitalization was received by united therapeutics drug safety on (B)(6) 2024 and forwarded to millyard advanced medical products, llc on 03-dec-2024. The patient's spouse reported the pump alarmed cassette issue. Troubleshooting was attempted but the pump sounded additional alarms. They attempted to switch to the backup pump, but they were unsuccessful. The patient's doctor's office was notified that therapy was interrupted. Replacement pumps were sent, and the patient was able to resume remunity therapy. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.